Event description:
New information notes that the lead was capped and replaced to address oversensing on (B)(6) 2019.

Event description:
New information notes that patient was stable before, during, and after lead revision procedure on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that a patient presented with a right ventricular lead exhibiting noise. Patient was referred to another doctor for evaluation for replacement vs removal. Course of action was not taken to address the issue. Patient was stable.